Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 460 mg/dl. Pt then injected 75 units of regular insulin - 35 units more than their normal dose. Pt then went to bed and could not be woken up about five hours later. An ambulance was called and the emergency medical technician checked pt's blood glucose and got a low reading. The suspect device was used for comparison and the result was 46 mg/dl. Pt was taken to the hosp and treated by glucose IV in the ambulance. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.